Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the foreign material came out of the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The channel was not deformed and reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the instrument channel] 1.insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on channel tube, water tightness was lost and due to damage, switch 1 & 3 did not work. Additionally, the evaluation revealed the following findings: connecting tube had a buckling; adhesives around light guide lens had white-clouded area; plastic distal end cover was dirty; adhesive around light guide lens was peeled; light guide lens was cracked; adhesive on bending section cover (a-rubber) had white-clouded area; universal cord had a wrinkle; universal cord was sticky; suction-cylinder was shaved; due to damage on channel-tube, forceps could not be inserted smoothly; light-guide bundle was slipping down; scope-connector was dirty due to water leakage; electrical-connector was dirty due to water leakage; plastic distal end cover was dirty due to water leakage; control unit was dirty due to water leakage; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; connecting tube had a wrinkle; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope exhibited water leakage from a pinhole in the insertion section tip. Additionally, the switches were not functioning. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign matter was found exiting the forceps channel, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.